Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; 069. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: review of the black box data revealed multiple records of call service 087 alarms. During investigation cs 69 alarm was reproduced during rewind. Complete testing was not possible due to the cs 69 alarm. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to serial #.